Event description:
It was reported that during testing at the user facility the device would not stop running. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing at the user facility the device would not stop running. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was confirmed through inspection by a manufacturer service technician. It was determined that the e-box component required replacement as it affected the trigger magnet which may cause a run on event by not communicating correctly with the trigger. The affected e-box and trigger assembly were replaced.